Event description:
It was reported that the motor rate error pressure was reoccurring. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged on pump. Motor rate error appeared in event history log. The technician performed an occlusion test but unable to duplicate a motor rate error. The root cause of the reported issue was found to be a combination of old style motor bracket, white teflon flakes were found on worm coupling facets, leadscrew and clutch halves were found old, dirty and worn out, which is causing the motor rate error intermittently. The technician replaced motor bracket, delrin washer, leadscrew and clutch halves. Performed occlusion test which passed.